Event description:
The customer contact reported a leak of a chemotherapeutic agent. The primary tubing set was being used to deliver an unspecified volume of an unspecified solution. At an unspecified time, a secondary tubing set was connected to the proximal clave y-site of the primary tubing set for piggyback delivery of 140ml of an unspecified concentration of busulfan at a rate of 70ml/hr and, for a duration of 2hrs via an unspecified pump. It was reported that approximately 20 minutes after the busulfan delivery was initiated, the nurse noted "drops" of solution leaked from the clave y-site. The solution that leaked was cleaned up according to the user facility's protocol. The tubing sets and the solution containers were replaced and the therapies were resumed. There were no reported adverse effects to the patient or to the nurses. No reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4). (B) (4).